Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette not latched error." There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history log found evidence of a high alarm displayed: cassette not attached properly. The device was visually and functionally tested and the customer reported problem was unable to be duplicated. The cause of the issue was thought to be that the dso sensor had too much excessive loctite on the sensor seal. The dso sensor was replaced. Service history identified that no previous repair has been noted.